Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the display device showed a transmitter failed error. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a transmitter failed error. A root cause could not be determined via data. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. Share data was available in the cloud and a transmitter error was found on the issue date related to the complaint. The complaint could not be replicated with the transmitter. The customer complaint of transmitter failed error was confirmed. The root cause could not be determined.